Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is fractured and the threads of the device are damaged. There is debris in the threads of the screw. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports that the biosure regenesorb screw broke during the procedure and it is unknown if the broken fragments were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained, it is unknown if the screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an unspecified procedure, the screw broke in its distal part when it was put in place. The procedure was completed by implanting another backup screw. It is unknown if there was a delay. No patient injury or other complications were reported. No further information available.